Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent shortened post deployment. A 7x80x130 eluvia self-expanding drug eluting stent was selected for a procedure in moderately tortuous, 75% stenosed, severely calcified lesion in the superficial femoral artery (sfa). During stent deployment, there were no complications and the stent was fully expanded. After it was deployed, it was noted to be shortened by approximately 2mm. No additional intervention was done to remedy this event. An additional eluvia stent was implanted however, it was a previously planned stent. No patient complications were reported.